Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked prior to performing an indwelling needle puncture for a child in bed 11, the clear outer membrane on the heparin cap of a closed IV indwelling needle was found to be protruding and interfering with its use; the needle was replaced immediately. New information received on 29nov2024. After communicating with the department, the heparin cap part of the indwelling needle of the problem product has a black and yellow bulging bulge, no substantial damage, the product has been disposed of, and two products have been compensated to the department, no pictures and no samples, the product is 383078, and the batch number is 3108236. In addition, recently 383078 there have been other complaints such as blood leakage and air leakage in four or five different batch numbers in the hospital.

Manufacturer narrative:
A complaint history review cannot be performed as no batch/lot number was provided. A device history record(DHR) review could not be performed as no batch/lot number was made available for this reported event. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Based on the limited information received from the customer, following multiple attempts the appropriate risk doucmentation could not be reviewed appropriately; based on the customer¿s description with no failure issue identified it is difficult to deduce a defect on which they are reporting and connect it to a failure mode in the risk management documentation. The outcome of leakage is assessed at multiple points in the rmf. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information provided.